Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the cartridge compartment was cracked. Unrelated to the original complaint, the display was dim and discolored. The keypad cover was lifted, but all of the buttons were responsive. The cover was removed and no contamination was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing- cartridge compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.